Event description:
Additional information received indicated explant and replacement of the ipg is slated to take place at a later date.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
It was reported the patients ipg has been inoperable for over a year. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Event description:
It was reported the patient underwent surgical intervention wherein the ipg was explanted and replaced. Surgical intervention addressed the issue.